Event description:
It was reported that a pt underwent corrective surgery due to a generator migration. Per the surgeon, it was visually noted that a suture was utilized during the initial implant procedure to secure the generator to fascia. Cause for migration remains unk.